Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 was jammed and failed to open. The customer tried to reboot and recover the drawer, but the issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 6 was jammed and failed to open. A field service engineer (fse) replaced the latch inseparable and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.